Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a system interconnection cable that was not properly aligned at a connector on back led back light module board. The lcd display cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.